Manufacturer narrative:
Evaluated 2 open/used reservoirs. Inspected reservoir¿s o-rings/ stopper groove for anomalies none were found. Ran basal, bolus leaking test : reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connector into paradigm insulin pump. Performed device manual prime, visual fluid flow through infusion set and out catheter tip. Conclusion: reservoirs not leaks and no occluded. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2019 with blood glucose of 30 mg/dl at the time of the incident. The customer was at 200 mg/dl at the time of the call. The customer used soda to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer was alleging pump over delivery. Troubleshooting was completed and the customer stated the pump programming was inaccurate. The customer is a brittle diabetic. The customer stated the pump volume was lower after the pump suspended. The insulin pump will be returned for analysis.